Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, there where difficulties with loading the reload onto the handle and the instrument could not be angled and articulated then the staplers from the magazine also dropped out. None of the tacks were able to be fired normally from the device.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The device was received with one partially applied 10r device loading unit (dlu) attached. The instrument could not articulate due to a broken articulation knob. The instrument and preloaded device loading unit (dlu) were fired down on the appropriate test media. The instrument fired properly the straight position and the remaining 7 tacks deployed and seated properly in the test media. A review of the device history record indicates the product was released meeting all manufacturers¿ quality release specifications at the time of manufacture. Replication of the reported condition may be due to excessive manipulation of the device, in this case over torquing of the knob. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair, there where difficulties with loading the reload onto the handle and it wasn't possible to articulate the reload part, it was blocked and the tacks fall out. None of the tacks were able to be fired normally from the device. There was no patient harm.